Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation on february 24, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was a laserclast ems 20 watt laser console with laser settings of 1 joule and 8 hertz. According to the complainant, during the procedure, first laser fiber broke inside the scope three quarters of the way down. A second of same device was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a third flexiva 200 trac tip laser fiber. There were no patient complications reported as a result of this event.